Event description:
It was reported that the middle handle that allows free movement of the tube is not working - restart doesn't work. No patient harm was reported and user reported injury.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the middle handle that allows free movement of the tube is not working - restart doesn¿t work. The device was not in clinical use. No patient harm was reported and user reported injury. The field service engineer (fse) performed an analysis and concluded that universal release lever was not functioning, and the global movement switch was sticking. The global movement switch was replaced. Functional testing was performed, and the system was assessed as serviceable and returned to clinical use. Investigation in-progress.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the middle handle that allows free movement of the tube is not working - restart doesn¿t work. The device was not in clinical use. The field service engineer (fse) conducted an assessment and identified that the universal release lever was not functioning and that the global movement switch was sticking. The global movement switch was replaced, functional testing was performed, and the system was verified as serviceable and returned to clinical use. Based on the analysis, the product was confirmed to have malfunctioned, with the root cause identified as a non-functioning universal release lever. Multiple attempts were made to obtain additional information regarding the reported injury and the sequence of events; however, no response was received from the user. As a result, injury details and causality could not be established.